Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had two recent low blood glucose events in which paramedics were called. Blood glucose levels at the time of the incidents were not provided. Customer stated that during the first incident, he was unresponsive due to exercise and not eating enough food. Paramedics treated him with glucagon and did not transport him to the hospital. Customer stated that during the second event, he was able to treat himself and did not require the assistance of the paramedics. The customer will not return any product for analysis.